Event description:
N/a

Manufacturer narrative:
Updated fields - b4, d9 return to manufacture date, g1 contact person ¿ mfg site, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) replaced fiber optic assembly which resolved the error. Biomed is replacing the safety disk when part is received. Unit passed all calibration, functional and safety tests performed. The failure analysis and testing dept. Received with a reported unit failure of optical sensing module failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed fiber optic module into the cs300 test fixture and tested the fiber optic module to factory specifications per the cs300 service manual. The fat performed the fiber optic test in diagnostics. The fiber optic module passed testing. The fat could not replicate the complaint experienced by the customer. Retaining the fiber optic module in the fat.

Manufacturer narrative:
Due to character limitation in e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has "optical sensing module failure" message displayed during pm. There was no patient involvement.